Event description:
Customer reported that on (B) (6)2010, the first time he attempted to use his meter, he received erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 378 mg/dl, 309 mg/dl and 125 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. He also noted the result of 378 mg/dl was higher than he felt. It was additionally reported customer subsequently experienced vertigo, polydipsia and fatigue. No third-party emergent medical intervention was reported. Customer denied self-treating. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: while troubleshooting with customer service, customer stated the reading of 378 mg/dl was received on a precision meter. However, the serial number provided by the customer is associated with freestyle freedom lite blood glucose meters.